Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the heavily calcified radiocephalic arteriovenous fistula. A 10.0 x 40, 75 cm mustang balloon catheter was advance for dilation. However, when the balloon was inflated for 1 minute and 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k) #: k141521, k141597.